Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the module has no measurement of nibp, it does not push to the requested value goes up to 110 mmhg and then nothing more. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Based on the information available it was determined the nbp pump assembly required replacement. The part was shipped to the customer's site. The customer replaced the nbp pump assembly. The device remains in use at the customer's site.